Event description:
The customer reported that the jaw insulation melted during use and stuck to pt tissue. The insulation was removed from tissue with sterile water and another instrument. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.